Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had dropped out button was confirmed. It was found that the keypad was was mechanically defective. The defective hand control set was replaced and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the reported complaint, probably due to fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/17/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by affiliate in (B)(6) that during an unknown procedure, it was observed that the button of a fms tornado micro handpiece with buttons dropped out. A replacement device was used to complete surgery. No surgical delay or patient consequences reported. No additional information was provided.